Event description:
It was reported that a patient underwent a pelvic floor repair procedure in 2008. During the procedure, the patient had bleeding from the "arcus tendineus fasciae pelvis" when the surgeon stripped off the "pre-vaginal wall". The surgeon stopped the bleeding with suture and proceeded to put in the mesh, but there was no urine flow from the ureteric orifice. The surgeon inserted a ureteral catheter into the urinary duct, but the ureteral catheter did not go through smoothly. The surgeon thought the urinary duct was tied up with suture that had been placed to control the bleeding. The surgeon repaired th urinary duct vaginally and placed a ureteral stent. The pt was reported to be doing well.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.